Event description:
It was reported that while the physician was performing a thoracentesis with a thoracentesis with catheter tray (product number 4341b) in the intensive care unit (ICU), the needle came off of the hub when fluid was injected. The needle broke off into the patient. However, the charge nurse has confirmed that there was no patient impact, injury, or medical intervention as the physician was able to remove the needle out of the patient without any further problems. The sample is available for evaluation.

Manufacturer narrative:
(B)(4). In addition, on 09/12/2011 an FDA inquiry dated 08/31/2011 was received for this event based off of a maude database report (user facility report no. (B)(4)).